Manufacturer narrative:
The scope was returned to the service center (oci). The service group found the insertion tube was damaged and peeling. In addition, the bending section cover glue and the objective lens at the distal end were noted to be cracked. No leak test was performed. A review of the service history indicates the scope was purchased on march 10, 2014 and has received service via one repair on december 21, 2017 (for bending section cover leak). The cause of the reported event cannot be determined at his time as the evaluation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that at the end of a bronchoscopy procedure, upon withdrawal of the scope from the patient the nurse reportedly found the black sheath near the middle of the insertion tube was frayed and coming apart. The nurse informed the physician. An expectorant sputum sample was obtained, containing the black sheath in a sterile container. The scope was replaced and the bronchoscopy video image showed there were no further foreign objects observed. There was no patient injury reported.

Manufacturer narrative:
The referenced scope was returned to the service center for a physical evaluation. A visual inspection was performed and found the outer sheath of the insertion tube was peeling and cracking. The damage to the insertion tube sheath begins near the distal bending section cover glue, and proceeds up until the middle of the insertion tube. The insertion tube sheath is missing multiple pieces, which were not returned for evaluation. The approximate percentage of sheath missing from the insertion tube is 30 percent. Additionally, the bending section cover glue was cracked on the insertion tube side, the radio frequency identification rfid) label sticker located on the scope connector was lightly discolored, and the glue surrounding the objective lens at the distal end was cracking. The OEM (omsc) has investigated a similar reported complaint in regards to the outer coat peeling on the insertion tube. For that complaint investigation, ot used lidocaine jelly to replicate similar findings. The lidocaine jelly was applied to the insertion tube and left on for one week; after being left on for one week, the outer coating of the insertion tube began to peel. When the peeling of the outer coat occurs, the layer beneath the outer coating on the insertion tube would damage easily if under pressure during the sterilization process. Additionally, the lidocaine jelly is not known to be water soluble, and is also, difficult to remove during reprocessing. The IFU indicates the following in regards to the insertion of the endoscope; "if necessary, apply a medical-grade, water-soluble lubricant to the insertion section". Based on the evaluation, the likely cause of the chemical damage and peeling insertion tube is due to remaining lubricant which was used during the procedure. The lubricant used was likely not water soluble, which makes it difficult to remove, thus, causing the damage.